Event description:
The customer's mother reported that her son is experiencing issues with the cannula becoming kinked resulting in high blood glucose ranging from 350 to 389 mg/dl. Devices were discarded.

Manufacturer narrative:
No device was returned for eval; all were discarded. We are unable to confirm the kinked condition of the cannula or to determine if it could have contributed to reported hyperglycemia. No qualification record review was performed because no product lot number was specified. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."